Manufacturer narrative:
Product analysis: the product was discarded; therefore, no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight days after the implant of this transcatheter bioprosthetic valve, that had been implanted into a stenotic non-medtronic surgical bioprosthetic valve, an echocardiogram indicated aortic insufficiency, severe aortic stenosis and increased gradient measurements. Subsequently, both valves were explanted and discarded. No additional adverse patient effects were reported.